Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction and was advised by technical support to replace the pump. The customer decided to continue using the current pump as backup therapy while awaiting the replacement.